Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/25/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw but remained attached at the tip, which can be attributed to clinical use. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during activations. There was an tone audible from the power supply upon activation, however the device heated up only slightly. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .0.690 ohms which is within specification. The device only reached 28.7 degrees celsius and failed the temperature measurements test. An engineer evaluation was conducted on 09/23/2024 with the following results: the complaint device did not show any signs of clinical use. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Based on the returned condition of the device, evaluation results, and engineer evaluation, the reported failure "failure to deliver energy" was confirmed. The lot # 3000332924 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool failed to deliver energy. Customer performed the pre test. There is no smoke or intermittent sound was observed. They completed the procedure with the new one. There is no procedural delay. No harm.